Event description:
Additional information reported that during the initial trial that "both leads migrated." It was restated that the same type of leads were placed in a repeat trial with a tension loop and "minimal migration was noted." A healthcare professional (hcp) associated with the event noted they speculated in the paper that the "lead migration was not due to the leads, but rather patient body habitus."

Manufacturer narrative:
Date of event: please note this date is based off of the article¿s publication date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. (B)(4).

Event description:
Wahezi, s.e., shah, j.m. Hypodermis tension loop: a new preventative measure for lead migration in the morbidly obese. Pain physician. 2015;18(6):e1123-1126. Summary: electrode migration/displacement is reported to be the most common complication of spinal cord stimulator (scs) implantation, with the literature reporting incidences from 13.2% to 22.6%. We describe the creation of subcutaneous tension loops to prevent lead migration. Reported events: it was reported a (B)(6) morbidly obese woman (bmi>60) with chronic, intractable, lower back pain (lbp), s/p l3 to s1 laminecto my/fusion, and failed back surgery syndrome (fbss) experienced migration of her trial leads. Imaging indicated the trial leads migrated three vertebral bodies in distance. This reportedly occurred after the patient had undergone successful implantation of spinal cord stimulation (scs) trial leads with lead anchoring with anchors/sutures, surgical taping, and standard superficial tension loops. Initially following implant, the patient experienced low back and leg paresthesias; however, after five hours, the patient¿s lumbar paresthesia decreased and their leg/groin paresthesia increased. Follow-up examination following the lead migrations indicated the superficial anchor-lead complex was unchanged. The article authors noted the ¿electrode migration without lead-anchor disruption suggested a subdermal or epidural cause¿ and that they ¿surmised the focus of the migration occurred within the hypodermis because it was the most deformable location within the lead tract.¿ because the patient had experienced ¿submaximal pain coverage during the initial trial¿ a second trialing procedure was scheduled. During the second scs trial, which included hypodermal tension loops, it was noted the patient ¿demonstrated non-appreciable lead migration¿ and ¿maintained excellent pain relief throughout the repeat trial.¿ the patient subsequently underwent successful surgical implantation. Further information has been requested; a supplemental report will be filed if additional information is received. See attached literature article.